Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient's post-implant lvad course was complicated with ischemic bowel with multiple gastrointestinal bleeding events. Many procedures were performed but a site of bleeding was not confirmed. A single balloon enteroscopy to the mid to distal jejunum revealed a bleeding jejunal arteriovenous malformation. The esophagus was normal with dissecans lesions of the upper third of the esophagus. The stomach was reportedly normal and there was no evidence of significant pathology in the entire examined duodenum. The patient's inr goal had been lowered to 1.5-2.0. The patient was admitted with renal failure and failure to thrive, and was transitioned to hospice care per the patient's request and expired on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported ischemic bowel with gastrointestinal bleeding and the subsequent outcome could not be conclusively determined. Bleeding and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.